Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported clinicians replacing an empty (B)(6) syringe on a sickle cell patient selected 10mg/50ml (0.2mg/ml) concentration, and programmed the prescribed 0.5 mg/hr continuous infusion and 0.4mg pca dose. The correct concentration however to be selected should have been 50mg/12.5ml (4mg/ml). The patient subsequently received the entire syringe in 2.5 hours resulting in 49 mg of morphine given, twenty times the prescribed amount. There was no harm to the patient as patient was in an acute paint crisis and not (B)(6) naïve.

Event description:
It was reported clinicians replacing an empty morphine syringe on a sickle cell patient selected 10mg/50ml (0.2mg/ml) concentration, and programmed the prescribed 0.5 mg/hr continuous infusion and 0.4mg pca dose. The correct concentration however to be selected should have been 50mg/12.5ml (4mg/ml). The patient subsequently received the entire syringe in 2.5 hours resulting in 49 mg of morphine given, twenty times the prescribed amount. There was no harm to the patient as patient was in an acute paint crisis and not opioid naïve.